Event description:
This pi is for the right hip. It was reported through the communication of an attorney that allegedly the patient was revised due to "right knee pain, status post right total knee arthroplasty."

Manufacturer narrative:
Based on information received, this patient only had a left tha revision; which is capture under MFR numbers 0002249697-2019-02506, 0002249697-2019-02507; 0002249697-2019-02508 and 0002249697-2019-02509. There is no evidence that the patient received righ tha; therefore, this record will be cancelled.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: triathlon mb patella pa a35; cat# 5554l350; lot# sxtyk. Triathlon prim bead pa sze5 bp; cat# 5526b500; lot# s4ccj. Triathlon p/a cr beaded #5r; cat# 5517f502; lot# s3ymc. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device evaluated by MFR: not returned.

Event description:
This pi is for the right hip. It was reported through the communication of an attorney that allegedly the patient was revised due to "right knee pain, status post right total knee arthroplasty."